Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the left iliac vein. After the lesion was measured, a 16x90/9fr 75cm wallstent® endoprosthesis stent was advanced and implanted in the lesion. Post deployment, the physician advised that the recently deployed stent had foreshortened. Another 16x90 wallstent® endoprosthesis stent was implanted to cover the foreshortening and the procedure was completed. No patient complications were reported and the patient tolerated the procedure well.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).